Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest. Patient reports the rash is all over her back and chest. Patient states she is allergic to "everything" and has sensitive skin. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician told her to use benadryl spray. Follow up indicated that the spray is helping with the skin irritation.